Event description:
The patient had a history of stage iii b non small cell cancer of the left lung. She was treated with radiation therapy and chemotherapy and she had been disease free for over 1 yr. She had recurrent complete atalectasis of the left lung and had received recurred balloon dilation of the left mainstem bronchus. Because of the recurrent occlusion of the left mainstem bronchus an alveolus 4x10 mm covered stent was placed in the left mainstem bronchus in 2007. On twenty three days later, the pt presented with massive hemoptysis and expired that day. Autopsy showed that the stent had eroded into the left pulmonary artery, creating a fistula between the artery and the air way. A ultraflex stent was placed in the left pul artery after her major bleed my interventional radiology at the medical university.